Manufacturer narrative:
The insulin pump passed the displacement test. However, the unit was unable to perform the prime/compromised force sensor system, excessive no delivery, and occlusion tests due to a motor error alarm. The device was received with a motor error alarm due to a loose/flush drive support disk. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer's blood glucose was high of 598 mg/dl. Troubleshooting did not occur and treatment methods were not mentioned. The insulin pump was returned for analysis.